Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110031399, mini standard thickness +0mm, lot # 66306455, catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 66138755, catalog #: 110030776, standard offset 40mm diameter glenosphere, lot # 66021822, catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 65940765, catalog #: 113616, comp primary stem 16mm micro, lot # 65829733. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a shoulder arthroplasty approximately 5 months ago. The patient was non-compliance with post-op orders and dislocated prosthesis while lifting window frame in flexion. This was a reverse construct with dislocation between the bearing and glenosphere. Patient was revised about 4 weeks ago. The surgeon removed old tray and bearing using the correct humeral tray removal tool and replaced with a thicker tray and bearing construct. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h4, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to patient noncompliance / failure to follow instructions. Accepted practices in postoperative care are important. Failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure. The patient is to be advised of the limitations of the reconstruction and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred. Excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight loading, and obesity have been implicated with premature failure of certain implants by loosening, fracture, dislocation, subluxation and/or wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.